Event description:
It was reported that this implantable lead was surgically abandoned and replaced due to noisy signals. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).